Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v007136, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37092, product type: accessory. (B)(4).

Event description:
It was reported that the patient programmer (pp) was damaged near the antenna jack and did not work for adjustments. The patient was experiencing pain. It was noted that the patient was planning on replacing the implantable neurostimulator (ins) in (B)(6) since end of service (eos) was going to occur at this time, noted to be 9 years. It was further noted that the patient had stents put in the heart and had to be on blood thinners for 1 year. The planned eos replacement would follow this 1 year mark. Additional information received reported that it was the desktop charger (dtc) instead of the pp. The desktop charger was reported to have a broken connector. "Caller did not have device with her yesterday but had confirmed the description of the pp during call as the item not functioning. Additional information received reported that she got the wrong device. She needed the antenna cord that plugs into the pp. The antenna was damaged. The antenna was not returned. (B)(4). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.